Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery (lca). The physician used a 7fr ebu guide catheter and engaged the lca coaxially, and then wired diagonal with a non-boston scientific guidewire. Following pre-dilation with a 2mm balloon catheter, a 2.25 x 32 synergy drug-eluting stent was advanced but it failed to cross the lesion. Pre-dilation was repeated with the same 2mm balloon catheter. The physician took the same stent; however, he found that the stent distal edge was damaged. Another 2.25 x 32 synergy drug-eluting stent was deployed and post-dilated with a 2.50 x 12 noncompliant balloon catheter. No patient complications were reported and the patient was stable post-procedure.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery (lca). The physician used a 7fr ebu guide catheter and engaged the lca coaxially, and then wired diagonal with a non-boston scientific guidewire. Following pre-dilation with a 2mm balloon catheter, a 2.25 x 32 synergy drug-eluting stent was advanced but it failed to cross the lesion. Pre-dilation was repeated with the same 2mm balloon catheter. The physician took the same stent; however, he found that the stent distal edge was damaged. Another 2.25 x 32 synergy drug-eluting stent was deployed and post-dilated with a 2.50 x 12 noncompliant balloon catheter. No patient complications were reported and the patient was stable post-procedure. It was further reported that the 80% stenosed target lesion located in the moderately tortuous and moderately calcified first diagonal. Additionally, it was noted that the stent strut itself was damaged.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).